Manufacturer narrative:
Analysis found the units failed per inspection found reservoir to loose to connect/release. The reservoirs and transfer guards passed per inspection. There was no air bubbles anomaly. There was no o-ring for defects and none was found. There were no anomalies found on the reservoirs, snap-caps, and septums. There were no occlusions or air bubbles. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the reservoirs are too loose, have air bubbles, and caused no delivery alarms. The customer's blood glucose was unknown at the time of incident. The reservoir will not be returned for analysis.